Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer cribriform was chosen for implant using a 9f amplatzer trevisio delivery system. During the shunt occlusion procedure, the chosen 25 mm amplatzer cribriform was advanced for implantation; however, the device was observed to have an bulbous shape once deployed. It was subsequently removed and placed in warm saline in an attempt to restore its form, but the irregularity persisted. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was then completed using a 30¿25 mm amplatzer talisman pfo occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.